Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿deformation observed on the device. ¿crease fold observed on the device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.